Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was concerned with the device function. After implant patient noted the heart rates were higher than before the implant. Pacemaker remains in use. No patient complications were reported as a result of this event.